Event description:
It was reported that the patient had a loss of therapeutic effect and this happened only 1 time. Since implant therapy had been good but last night one time the patient had the return of symptoms of an accident. It was noted that the patient had noticed since implant that everyday movement might have an effect on stimulation perception. The patient¿s training on the patient programmer was ineffective because the patient was still under the effects of anesthesia. It was reported that the patient was really out of it and they tried showing them but said they could try again later.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0kllu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient stopped feeling stimulation four days prior to call. The patient had increased stimulation as high as it can go on all four programs and did not feel stimulation. The patient also had a sudden loss of therapeutic effect and bladder control. There were no falls or trauma associated with the issues.

Manufacturer narrative:
(B)(4).